Manufacturer narrative:
The customer returned the contour next usb meter with serial # (B)(6) for evaluation, which is difference from the one implicated to be involved in the event, i.e. Contour next usb meter with serial # (B)(6) . It was verified that the returned meter had units of measurement as mg/dl. However, the meter was manufactured for the us market and was sent to the distributor in the us. Additionally, a device history record was reviewed for the suspected contour next usb meter and no manufacturing anomalies were found. Based on the information received from the returned meter, sections d4 (serial #) and h4 (device manufacture date) have been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #. Based on the serial # provided by the customer, the device manufacture date for the contour next usb meter could not be determined.

Event description:
The customer alleged to have purchased a contour next usb meter in (B)(6) and found that the meter was reading in mg/dl instead of reading in mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.